Event description:
Reporter alleged the blood glucose monitoring device generated an error message and the customer was unable to read the display screen. Customer stated, she thought the meter read 325 mg/dl and took 22 units instead of the normal 15 units of insulin as a result. It was stated 15-20 minutes later, the customer "crashed" and felt dizzy, light-headed, began sweating, and feeling faint, so she had to self treat with a soda and juice. Customer indicated retesting within another few minutes and obtaining another result of 43 mg/dl, so she continued to self treat till feeling better. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.